Manufacturer narrative:
The sample was not returned for eval. The lot number provided by the hosp corresponds to the bard lot number and not the external supplier. This lot met all specs as indicated by the supplier certificate. This stent is received from a supplier who provides certification that the stent has been mfg, inspected, and accepted according to the specs provided by the MFR. The stent is then packaged at the bard mfg facility and distributed. As a finished good, the bard qa performs random visual inspections to assure that all components are present and correct. A review of internal reject records showed no rejections resulted from the visual inspections over the last two years. The instructions for use states in the precautions section the following related to proper use of stents: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt's condition and other pt specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).

Event description:
It was reported that a stent was inserted on (B)(6) 2011 and taken out 3 weeks later on (B)(6) 2011 due to severe encrustation and tissue in-growth. The stent was difficult to remove and had to be removed with flexible cystoscopy. The pt complained of pain 5 mins after removal. The stent was severely encrusted upon removal.